Manufacturer narrative:
Analysis was performed on the returned device. The reported suture trimmer break was not confirmed. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. However, both limbs of a proxy suture were loaded into the returned device. The loading knob and the red trimming lever was activated to cut the proxy suture. Both limbs of the proxy suture were successfully cut and functions normally. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after an antegrade peripheral intervention with a 6f sheath. Reportedly, the suture was used to achieve hemostasis. When using the suture trimmer to cut the suture after knot advancement, the suture became stuck in the gate of the trimmer. Manipulation successfully releasing the suture from the trimmer. Once the suture trimmer was removed, a crack was noted on the suture gate. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.